Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016; 429688 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that an x-ray showed atrial lead dislodgement, which was also confirmed via fluoroscopy during the extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.